Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off and black o ring missing noted.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was 129 mg/dl. The customer reported that they had damage on the reservoir. The customer reported that the reservoir compartment was able to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.